Event description:
My dad suffered sudden cardiac arrest while on dialysis. He was in the hospital for four weeks, and died on (B)(6) 2012. I had been told that he had low blood pressure several times from the staff and from my dad telling me what the staff said. I am not sure what happened... Maybe his blood pressure went so low and made his heart stop working? I want definite answers as to what happened. I have not been able to get his medical records from (B)(6). I need to know what exactly transpired so that my mom and I can have closure. Dates of use: (B)(6) 2012. Reason for use: kidney failure.